Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys tsh assay and elecsys ft3 iii on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. The sample was aliquoted from a parent tube prior to running on the analyzer. The sample initially resulted with a tsh value of 3.87 uiu/ml, which repeated as 2.28 uiu/ml. The sample initially resulted with a ft3 value of 0.83 pg/ml. The sample was repeated twice, resulting with ft3 values of 2.67 pg/ml and 2.66 pg/ml. No adverse events were alleged to have occurred with the patient. No health deterioration of the patient was reported. The lot numbers and expiration dates of the tsh and ft3 reagents were asked for, but not provided. The customer changed the pinch tubing and cleaned the probe. Sample measurements performed after these actions seemed to be good. An assay related issue could not be detected based on the provided information. A general product problem could be excluded. The investigation was unable to find a definitive root cause.